Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power loss alarm from the insulin pump. The customer's blood glucose reading was 19.0 mmol/l. The customer was advised that power loss alarm is normal behavior for the pump if it's stored without battery for longer than 10 minutes. The customer was advised to take the battery out of the pump and wait until the notification light stops flashing to insert new battery. The customer was advised to monitor the pump and call back if the same alarm appears on the pump.